Event description:
A copy of user facility report (B) (4) was received which stated: the trach broke at the top where the ventilator connects. Section b was checked product problem. There was no info regarding the pt requiring medical intervention or outcome.

Manufacturer narrative:
(B) (4).